Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the products is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2008, and alleged that his one touch ultra meter was giving him inaccurate high readings. The medical affairs specialist is classifying the complaint based on available information, as the patient could not be contacted by phone to obtain additional information. The patient reported of receiving blood glucose results of 123 mg/dl and 153 mg/dl sometime during the issue. The patient was feeling slight shakiness sometime after the issue. He denied taking any action or receiving medical attention due to the reported issue. He was not tested on another device at the time of concern. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, he was reading the meter right side up, unit of measurement was set correctly, and the sample was drawn from an approved source. Replacement products have been sent to the patient. This complainant is being reported as an adverse event, as the patient reported of receiving inaccurate high blood glucose results on the reported meter and sometime after that, felt slight shakiness, which could be a characteristic symptom of severe hypoglycemia.